Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. Analysis results revealed intermittency between the connector pin and cap. Blood was present in/on the helix mechanism. The outer insulation was breached cut.

Event description:
It was reported that the atrial lead dislodged from the right atrial appendage and perforated the bottom lateral atrial wall resulting in cardiac tamponade. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. Analysis results revealed intermittency between the connector pin and cap. Blood was present in/on the helix mechanism. The outer insulation was breached cut.